Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that approximately one week post-implant this pacemaker and right ventricular (rv) lead exhibited loss of capture at maximum device output. A revision procedure was performed at which time body fluid was observed to have infiltrated around one of the lead setscrews of the device header and in the lead lumen as well; the physician suspected a possible insulation issue. The patient's system was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted body fluid contamination in the lead barrel, around the distal connector block, and under the distal seal plug. All set screws were found to move normally and completely in both clockwise and counter clockwise directions. They were not stuck in any direction. All seal plugs are intact and undamaged. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.